Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 pt monitoring. No pt injury reported.

Manufacturer narrative:
Company rep re-assembled spo2 module. Calibrated and ran testing to factory specifications and safety testing.